Event description:
Boston scientific received information that immediately following implant of this pacemaker and pocket closure, high rate right ventricular (rv) pacing was observed on telemetry. Interrogation of the pacemaker revealed noise on the right atrial (ra) channel. The pocket was reopened and blood was observed to have entered the ra port of the device header. The ra lead was removed from the device header. Reinserting of the ra lead into the header, resulted in the fluid being pushed out of the set screw plug. A set screw issue was suspected. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted that the ra and rv tip seal plugs were cored out. The set screws moved freely. Laboratory analysis confirmed the reported clinical observations and noted that holes in the seal plug (s) can contribute to noise and oversensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.